Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for hv lead impedance was observed. Dft testing was performed and no problems were noted. It was noted that the alert was received after an unrelated lv lead revision procedure. The hv lead impedance was checked again and the value obtained was in normal range. The lead remains implanted. The patient was stable.